Event description:
Caller states that she obtained a reading of 29mg/dl on her device and ate to elevate her blood glucose. She reports that an hour and a half later her blood glucose read 420mg/dl on her device. She states that on another occasion she tested at 28mg/dl and ate as a result. She states within 7 mins her blood glucose registered at 300 mg/dl. Caller states that she did not alter medications based on the results. She states that she received no treatment. Glucose control solutions were not used. Requested return of the suspect device and replacement was sent.